Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was returned for evaluation. Functional, gross visual, tactile and microscopic evaluations were performed. A split was noted on the attached catheter approximately 1.3cm from the distal end of the cath-lock. Small splits were noted on the edges of the proximal portion of the attached catheter. The edges of the split on the attached catheter were noted to be uneven. Aspiration was attempted and was unsuccessful. Therefore, the investigation is confirmed for the reported catheter fracture and suction issue.the definitive root cause could not be determined based upon available information labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one year and four months post a port placement under the subclavian vein, there was allegedly no backflow, and an ultrasound confirmed the abnormality. It was further reported that the catheter was allegedly found to be broken in the middle upon removal. Reportedly, the catheter was removed. There was no reported patient injury.

Event description:
It was reported that approximately one year and four months post a port placement under the subclavian vein, there was allegedly no backflow, and an ultrasound confirmed the abnormality. It was further reported that the catheter was allegedly found to be broken in the middle upon removal. Reportedly, the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.